Event description:
It was reported that the patient underwent a hysterectomy on (B)(6) 2014 and suture was used. During suturing of a pedicle the suture broke causing bleeding. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). It was reported that the bleeding was stopped during the same procedure with suture. There was no medical or surgical intervention performed as a result of the suture breakage. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.